Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in the hospital with diaphragmatic stimulation and the right atrial (ra) and right ventricular (rv) leads were dislodged. During a lead repositioning, the ra lead could not be re-advanced due to patient anatomy and was explanted. The rv lead was able to be repositioned, had good electrical data and remains in use. No patient complications have been reported as a result of this event.